Event description:
The patient presented with decreased pacing lead impedance. Via x-ray, externalized conductors were seen around the coiled leads by the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.